Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/19/2020. H.6. Investigation: two 5ml syringes with blunt fill needles attached were received and evaluated. One was in a fully sealed blister pack from batch 9095641 (p/n 303347) and one was loose. It was observed, the loose syringe had a bent tip and a slightly deformed collar, which was rejectable per product specification. No defects were observed with the syringe in the package. Potential root cause for the tip damage defect is likely associated with the assembly process. Batch 9095641 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd 10ml syringe with luer-lok tip with blunt plastic cannula. The following information was provided by the initial reporter: when unpacking, the hcp found that the tip of the syringe (blunt cannula/vial access component) was damaged.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4)

Event description:
It was reported that the bd 10ml syringe with luer-lok tip with blunt plastic cannula. The following information was provided by the initial reporter: when unpacking, the hcp found that the tip of the syringe (blunt cannula/vial access component) was damaged.